Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. During the investigation mmdg found that the pump battery had failed, which caused the alarm to fail. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump auxiliary alarm failed. They stated it did not alarm as expected. The initial reporter also stated that the patient did not have any adverse effect due to the complaint. (B)(4).